Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and ambulance arrival. Customer¿s blood glucose level was 390 mg/dl. Customer treated their high blood glucose levels via bolus delivery. Customer advised the ambulance arrived, patient was blind and that they took them to the hospital. Customer was advised they had to change out their infusion set and insulin.